Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and another manufacture's lead triggered a lead saftey switch for out of range impedances. The patient was being seen in clinic for follow up. Additional out of range measurements were not able to be recreated. The right atrial (ra) lead displayed noise when the patient performed isometrics. The patient was to be seen in 3 months time for follow up. No adverse patient effects were reported. The device remains in service.

Event description:
Subsequent information indicates that a revision procedure was performed where the lead was surgically abandoned. The device remains in service. There were no additional adverse patient effects reported.